Event description:
Customer reported that the cartridge was not fitting properly on the pump. Blood glucose level was affected, displaying as "high" due to the issue. Customer initially took no action but was later assisted by technical support, who instructed them to remove the case from the pump and the o-ring from the pneumatic tap, clean the area, and fill a new cartridge. The customer was able to successfully load the cartridge onto the pump and resume insulin delivery.